Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the radius and crease fold. A microscopic analysis was performed which identified: one opening sharp and stress marks near of the opening site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius due to surgical impact. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.